Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. There are two sets of results being compared. First set, the pt's blood glucose results were 224 and 123 mg/dl. Tests were done within 10 minutes with a difference of 52%. The second set, the pt's blood glucose results were 222 and 133 mg/dl. Tests were done within 10 minuties with a difference of 44%. Pt did not experience any adverse events. No further info has been reported.